Event description:
It was reported that an ilet user experienced multiple device alarms and restarts, including algorithm output range errors, audio over/under current errors, and consecutive stalled motor errors, after several restarts and dry runs, and a replacement was determined necessary. Symptoms included no reported injury or clinical effects. Outcomes included no change in patient condition, with advice to maintain backup therapy and note that the replacement device would not be water resistant. Investigation included a review of device history records, complaint trend analysis, and customer interview, with the device to be returned for evaluation. Investigation of this case revealed that the device exhibited functional anomalies consistent with motor stall and power or audio current faults leading to algorithm interruption. It was concluded that the device was nonfunctional and required replacement, with root cause undetermined pending return analysis. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
Investigation description: no abnormal wear or damage to exterior of device. Device powered on successfully after being placed on a charging pad. No alerts were present in the notifications menu. Logs were downloaded and reviewed. Upon review multiple instances confirmed in the engineering logs for alert 38 motor stalls. No alert 90 was found in the logs. Device was then opened to inspect interior components; no abnormalities were observed. Although motor stalls were confirmed through logs, the root cause for the issue could not be determined.